Event description:
It was reported that pump battery appeared to deplete by about half each day. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up with technical support, no event date or timeframe was provided, technical support was unable to confirm battery depletion concern, and customer was reported to be out of warranty and in process of obtaining replacement device.